Event description:
It was reported that the patient's right atrial (ra) lead exhibited high capture threshold measurement and noise. The lead was capped and replaced on (B)(6) 2023. The patient was stable throughout the procedure.